Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. UDI: (B)(4) without a product return, no product evaluation is able to be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As indicated into surgical technique : step 11_ device insertion: "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly" and "if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ". From the information provided, the product history records, the review of the case, the recurrence of this type of event for this product and on the fact that the surgeon didn't use the mobi-c no touch level to avoid rotational movements, the investigation found no evidence to indicate a device related issue. The root cause is related to a user error during repositioning. If any further information is found which would change this evaluation, a follow-up report will be sent.

Event description:
Mobi-c p&f us: disassembly during implantation. During a 4 level mobi-c surgery, it was reported by sales representative that implant disassociated from peek holder during implantation. The reporter and the surgeon tried to reassemble and that didn¿t work either. So they opened a new one of the same size. No impact on patient. No delay was reported. Additional information was received on april 11st 2019: disassembly occurred during insertion into patient; the depth stop adjustment was set initially at zero; the surgical technique was followed. It was a new scrub tech in the case at this point; but sales representative walked the tech through proper loading; disc space was under distraction; no resistance while inserting prosthesis; surgeon actually thought it looked great until he took an ap picture and felt like he; needed to move it over a couple millimeters so it was more centered to level above. No x-rays are available; surgeon did not use the mobi-c no touch level; the mobi-c distraction forceps were used.